Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3.5 months. The pump remain in use. A correlation between the device and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2015 due to a gastrointestinal bleed. The patient's hemoglobin level was 4.8 g/dl and the patient was transfused with 4 units of packed red blood cells. The patient's hemoglobin level went up to 9.7 g/dl on (B)(6) 2015. The patient received 3 units of fresh frozen plasma and coumadin and aspirin were discontinued. On (B)(6) 2015, the patient's hemoglobin had decreased to 8.6 g/dl and a dark green stool had been present the night before. The patient was treated with nexium and octreotide. On (B)(6) 2015, the patient was restarted on coumadin. On (B)(6) 2015, the patient was hemodynamically stable and was discharged home. No gastrointestinal scopes were performed. It was reported that the patient has had no further bleeding events and is doing well at home.